Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) felt that the reservoir had herniated after coughing. The physician evaluated the patient and determined that the reservoir required repositioning. A surgical procedure was performed in which the reservoir was removed and replaced with a new reservoir, which was connected to the existing cylinders and pump and refilled. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for cx preconnect is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation is a known risk associated with this device type and indicated as such in the instructions for use.

Manufacturer narrative:
Concomitant product UDI for cx preconnect is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) felt that the reservoir had herniated after coughing. The physician evaluated the patient and determined that the reservoir required repositioning. The reservoir was initially located within the space of retzius and was subsequently found outside the space of retzius following migration. A surgical procedure was performed in which the reservoir was removed and replaced with a new reservoir, which was connected to the existing cylinders and pump and refilled. There were no further patient complications reported.